Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is not serviceable and no longer under warranty. Physio recommended that the customer remove the device from service and a replacement device be obtained. The device has not been returned to physio-control for an evaluation. The cause of the reported event could not be determined.

Event description:
The customer contacted physio-control to report that during a patient event, the device would not display the ECG reading. The medical personnel switched the device to AED mode and was able to deliver defibrillation therapy to the patient six (6) times. After the 6th shock to the patient, the device would only charge part of the way. Medical personnel were able to obtain a back-up device right away with no delay in treatment. There were no adverse effects to the patient due to the reported issue. Physio-control has requested additional information on the patient however, no response has been received.